Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-02367 and 1627487-2012-02368. The pt received two leads in the occipital region (off-label) as part of her scs system. One of these leads was replaced due to erosion and infection (reference MFR reports: 1627487-2011-00164 and 1627487-2011-00165). It was reported one of the occipital leads had eroded through the skin and the pt was placed on oral antibiotics. It is currently unk whether the pt developed an infection. The lead was explanted and replaced. No further info is available at this time. It is unk from which lot the lead in question originated; therefore, all three lots are being reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.